Event description:
Inconsistant readings. Paramedic was called because patient didn't feel well. Meter reading higher than paramedics meter. Sp said that her husband got a reading at 1144 of 55 and then orange juice was given to him. At 1201 cn tested and got 106. Sp said that cn was acting funny and she called the paramedics. At 12:10 the ambulance arrived and cn was tested with their meter and got 41.

Manufacturer narrative:
Awaiting return of product to conduct quality investigation.